Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it could be confirmed that leak failure occurred in the subject device. Olympus, therefore, surmised that the foreign material might have remained because reprocessing could not be completed properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited foreign material in the forceps elevator and distal end. There was no patient involvement.